Event description:
It was reported that during a prostate procedure overheating and end firing was observed. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are still attached to the body of the fiber; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion and melting of; the metal at the output window location; the glass cap is protruding from the metal cap and can rotate off center. Probable root cause: based on the product analysis results, the product complaint of " cap tip broke off" could not be confirmed; a cap glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.